Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2010 essure (fallopian tube occlusion insert) was placed and the consumer experienced complication during insertion one coil was not placed correctly, but a second attempt succeeded. Work-related problems, relation and/or family problems were mentioned. In an unspecified date the consumer also experienced hyperventilation, arrhythmia, tiredness, memory loss, concentration problems, and vitamin deficiency. The consumer considers to remove essure. Company causality comment: this case report, received via regulatory authority, refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and during the first attempt, one coil was not placed correctly (seen as device deployment issue). In addition, she presented arrhythmia. She was considering to remove the devices. Device deployment issue, is listed in the reference safety information for essure while arrhythmia is unlisted. Device deployment issue may occur mostly during difficult insertions. Despite the lack of information for a comprehensive causality assessment, considering its nature per se, causal relationship between the reported event and essure use cannot be excluded. In regards of arrhythmia, causality with essure use is very unlikely due to the event's physiopathology and essure's local action in fallopian tubes. Since a surgical intervention will be required for devices removal, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow up 09-sep-2016: quality-safety evaluation of ptc. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed 267 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this case report, received via regulatory authority, refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and during the first attempt, one coil was not placed correctly (seen as device deployment issue). In addition, she presented arrhythmia. She was considering to remove the devices. Device deployment issue, is listed in the reference safety information for essure while arrhythmia is unlisted. Device deployment issue may occur mostly during difficult insertions. Despite the lack of information for a comprehensive causality assessment, considering its nature per se, causal relationship between the reported event and essure use cannot be excluded. In regards of arrhythmia, causality with essure use is very unlikely due to the event's physiopathology and essure's local action in fallopian tubes. Since a surgical intervention will be required for devices removal, this case is regarded as incident. Other non-serious events were reported. According to product technical complaint, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information can be obtained.